Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and ER visit was found. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported a high blood glucose level that required hospitalization. Her blood glucose had reached 365mg/dl while wearing the pod on her abdomen for between 4 and 24 hours. The patient went to the emergency room and was diagnosed with presyncope. Treatment included a couple of IV bags for dehydration, (B)(6) for nausea, (B)(6) for headache, and 4 units of humalog. She was given a prescription for (B)(6), but did not fill it. The patient was also experiencing low blood pressure and almost fainted. For a couple of days following the event, the patient took more insulin than usual. She stated that the cannula appeared bent when the device was removed. The pod was returned for evaluation.